Manufacturer narrative:
H10: previously investigated.

Event description:
Note:clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hosp reported two incidents at set-up, where the breathing bag burst at 40 cm water. Reportedly there was no pt involvement. The hosp also reported an incident during a case where the pt's vital signs dropped. Accoridng to the hosp, the pt was immediately ventilated with a manual resuscitator. They reportedly observed the breathing bag had burst, the breathing bag was replaced with no harm to the pt.